Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the left-hand control on the second surgeon side console (ssc) was repeatedly moving. Technical support engineering (tse) verified the presence of 22023 and 22005 errors for the master tool manipulator (mtm) and asked whether the hand controller was being obstructed or if any objects were hanging on the manipulator. It was stated that nothing was contacting the hand controller. Tse then advised that the ssc be detached after the procedure concluded. The customer continued using the other ssc on the system. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the motion issue experienced by the surgeon was surgeon side console (ssc) master tool manipulator (mtm) moved on its own (uncontrolled motion) while in following mode. The surgeon did not attempt to remove the hands from the mtm while head still in the viewer. The procedure was not a dual console surgery.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to replicate the reported issue. The system was power cycled, including both full system and standalone power cycles, and the failure did not recur. The fse performed a master tool manipulator (mtm) gravity compensation verification test, during which the mtml initially failed. The following corrective actions were completed: mtmr and mtml gravity compensation calibration, opto button calibration, and grip auto-calibration. The system was tested and verified as ready for use. A probable root cause could not be determined based on field evaluation. Fse made electrical/mechanical adjustments to resolve the issue. There were no replacement of components.